Event description:
The customer reported they experienced difficulty removing the leg extension. No reports to pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The leg extension hardware was tightened. The system was tested and found to be working as intended, and put back into service.